Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained ventricular oversensing was observed on the rv lead. Patient was asymptomatic. Programming changes were made. Patient will be followed normally. No further information.